Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The subject device is not expected to be returned to the synthes manufacturer for evaluation. Concomitant medical devices included in this reported were 11 unknown screws which were removed intact. Eight screws were associated with the reported plate and three were cortical screws. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a revision surgery was performed on (B)(6) 2015 to treat a nonunion of the left distal tibia and to remove a broken plate. The devices were originally implanted on (B)(6) 2015. During the revision surgery one broken plate and 11 intact screws (eight screws associated with the plate and three cortical screws) were removed. One interfragmentary screw remains implanted in the patient. The patient was revised with two small locking compression plates (an 8-hole plate and a 10-hole plate) with a total of 14 screws. The surgery was successfully completed without delay or patient harm. This report is 1 of 1 for (B)(4).